Event description:
The report is from the study. The patient was a male with a history of peripheral vascular disease, previous treatment of right common iliac artery, hyperlipidemia, hypertension, smoking and a family history or atherosclerosis. The target lesions were in the mid to distal right sfa. Vessel anatomy was straight and the type of the lesion de novo. Exact location of the lesion based upon the distance from the superior edge of the patella was 40mm. Total lesion length was 220mm of which 130mm was occluded. Reference vessel diameter was 5.0mm. Pre-procedure stenosis was 90%. Twenty four hours prior to procedure, 75mg of aspirin was given. Total dose of heparin used was 2500iu. In addition to the heparin, 1.00 mg of molsidomine 1mg was used. Catheter/csi used: straight 5f cordis. Guidewires used: angulated terumo 150 0.035inch and rosen 180 0.035inch. Type of contrast agents were used: hexabrix/guerbet 250ml. For pre and post dilatation a wanda balloon was used (5 x 40mm). Maximum pressure used for pre-dilatation was 14 atm, during 60 sec. At the lesion site, there was a dissection. Percentage stenosis after pre-dilatation was 30%. Three smart stents were implanted in the index lesion, overlapping. Puncture site was ipsilateral, access method was percutaneous. Percentage stenosis after stent placement and post-dilatation was 0%. Maximum pressure used for post-dilatation was 12 atm, during 10 sec. No dissection. Patient was discharged on the following day (2006). Approximately a month later, the patient had in-stent proliferation, verified by a CT scan. Severity was mild. A pta was conducted to treat the stenosis.

Manufacturer narrative:
This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2009-06661 and 9616099-2009-00662. Additional information will be submitted within 30 days of receipt.